Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2022-06802.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2022 and suture was used on the 2nd layer of the myometrium. The suture broke during use for hemostasis. A different type of suture was used to complete the procedure. There were no adverse consequences to the patient. The patient has been discharged from the hospital.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/22/2022. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was received: there was an adverse consequence to the patient. The patient is female. The patient has been discharged from the hospital. Progress : a ruptured suture of the first layer of the myometrium was suspected. Health injury details : there is a risk of uterine rupture in next pregnancy due to incomplete suturing of the first layer of the myometrium. Product use details : last week, the 1st layer was sutured with z340h during c-section, and when the 2nd layer was sutured, the suture broke, so it was sutured with vicryl, not pds. Today, when the patient was checked with an echo for the examination for discharge, the surgeon could not see the suture of the first layer. It was confirmed that the second layer was firmly attached. (It was unknown whether the first layer of suture dissolved or broke.) Surgeon¿s comment : if the first layer is not attached, there is a risk of uterine rupture in the next pregnancy, but the uterus may be attached spontaneously as it contracts. However, the surgeon said that at this point in time, the health damage of the patient was unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one empty labeled winding former and a needle-suture in two section pertain to the product code z340h. Upon visual assessment of the needle-suture piece, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the other section of the suture it was noted the with same condition. This product code contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and functional tests cannot be performed. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports: 2210968-2022-06802.